Event description:
It was reported that during a selenia dimensions procedure on november 16th the rotation button was sticking causing an uncommanded c-arm motion. No patient or staff injury reported. A field engineer examined the equipment and found that the c-arm rotary switch to be intermittent. Internal grounds on both c-arm switches were not connected. The c-arm rotary switch was replaced and both banks of c-arm switches. System tested fine and met the manufacturer´s specifications. No other information is available.

Manufacturer narrative:
Investigation was performed: the customer reported uncommanded c-arm rotation. The field engineer (fe) was dispatched to the customer site and found the rotary switch was working intermittently and the ground lines were disconnected from the control insert switches. The fe replaced the control insert switches and rotary switch to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue has not recurred since the switches were replaced. The parts were not returned for further investigation. The control inserts were 158 days old at the time of replacement and the rotary switch was 1554 days. Based on a review of the complaint, the likely cause of the uncommanded movement is due to natural wear and tear causing the rotary switch to stick. The control inserts were likely replaced due to the disconnected ground wires which was unrelated to the uncommanded motion. The switches were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. A risk trending analysis was performed and the calculated occurrence was found at 1 (very low). Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. A review of the device history for (B)(6) showed three additional complaints related to switch issues. On (B)(6)2019, the customer reported the right control insert switch was not working properly under (B)(4). The fe was dispatched to the customer site and replaced the right control switch to resolve the issue. On (B)(6)2019, the customer reported that the rotary switch was unresponsive under (B)(4). The fe was dispatched to the customer site and replaced the rotary switch to resolve the issue. On (B)(6)2023, the customer reported the left control insert switch was loose under (B)(4). The fe replaced both control insert switches to resolve the issue. The complaint review identified the failing control inserts and rotary switch were not original to the system therefore a DHR review is not required. System product code: sdm-00001-3d. Serial number: (B)(6). System manufacture date: 5/20/2015. System installation date: (B)(6)2015 and unique device identified (UDI): (B)(4).